Event description:
Product was returned with confirmed multiple motor stalls and recoveries. It was later reported that the patient was doing fine. No further information was reported.

Event description:
It was reported that a critical alarm was sounding, indicating a motor stall occurrence. It was indicated, as captured in the pump logs that intermittent motor stalls and recoveries were noted since (B)(6) 2012. It was stated that the last motor stall occurred on (B)(6) 2012, at 18:55 with no recovery presently noted. It was reported that there was nothing new in the patient's environment that may have contributed to the event. The outcome of the patient and event was not provided. The drugs delivered via pump were baclofen and morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was not working and was alarming. The pump was explanted. It was noted as premature battery depletion.

Manufacturer narrative:
Final analysis of the pump revealed motor/gear train anomaly/corrosion and/or wear and/or lubrication issues. A breach was detected in the pump tube approximately 11mm from the inlet connector.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced withdrawal 4-5 times before the pump was replaced.

Event description:
Additional information received that the patient started "feeling bad" a couple days ago.